Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted no power to keypad and corroded left/right iui(inter-unit-interface). Both iuis and keypad were replaced. Based on the findings, service determined the reported issue was due to customer damage of the iui connector. Device history record a review of the device history record showed the device had a manufacture date of 02dec2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device does not recognize modules on either side. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device does not recognize modules on either side. No additional information was provided. There was no patient involvement.